Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Defect of the hakim programmable valve during the test with the peritoneal catheter on the instrumentation table. No flow of csf. Replacement of the valve, of the ventricular catheter and of the peritoneal catheter. No patient consequence.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 50mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheters were irrigated, no occlusions noted. The valve was reflux tested, the valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3114 with lot cvfbdf, conformed to the specifications when released to stock in 19th may 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated the valve programmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.